Manufacturer narrative:
This report is submitted on may 14, 2021.

Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2021. Surgery to reposition the magnet was completed on (B)(6) 2021. The implanted device remains.